Event description:
Two weeks postoperatively, the valve was explanted due to prosthetic valve bacterial endocarditis (mrsa). At explant, "shaggy" vegetations were noted along the mitral valve with dehiscence of the sewing ring. A 29mj-501 was then implanted. The patient also experienced atrial fibrillation and a right-sided cva most likely due to vegetation. According to the MFR's patient device tracking database, this patient expired 3 months later. No additional information was received, including the patient's cause of death. Related mdrs 2648612-200300067.